Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96, warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that he went to the hospital for high blood glucose, which had reached 389mg/dl. Treatment included an IV and insulin (novalog) drip.the patient's blood glucose had dropped to 123mg/dl when discharged. The pod was worn between 4 and 24 hours on his abdomen.